Manufacturer narrative:
Additional information: h3, h6. H10: the device was evaluated. A visual inspection with the naked eye noted damage on the white twist sleeve next to the locking notch. The reported condition was verified. The cause of the condition was determined to be manufacturing related as the damage of the twist sleeve could have occurred during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had a crack. This was noticed during a check prior to installation. There was no patient involvement. No additional information is available.